Manufacturer narrative:
G1. Manufacturer site email and g1. Manufacturer site phone were updated with the most recent contact information. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device number lot 50000177 and no internal action related to the complaint was found during the review. Based on the mre, the h 4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. When pulling the dilator out for the vizigo¿ sheath, the hemostatic valve seemed dislodged, and there was bleeding around the valve. The vizigo¿ sheath was replaced, and the issue was resolved. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).